Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler was opened; positioned around vessel did not fire. It clamped down and locked on vessel but did not fire. A new stapler was opened and successfully fired. No injury.